Event description:
It was reported that during a preventive maintenance  performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has a physically damaged lcd screen with line on display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: b5. Additional contact information: name: (B)(6) , email: a getinge field service engineer evaluated damaged screen. Fse replaced parts display,upper hinge cover, assy, display top lcd rohs, bezel, upper display checkout completed during pm .unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated service  performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has a physically damaged lcd screen with line on display. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).